Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the vaporization was not effective after a certain time as if the fiber was fractured. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation. Analysis identified a proximal fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber connector passed the connector segment verification test indicating there were no connection issues. The fiber passed the saline flow test, and a soft joule limit was issued which is the point at which fiber removal from the console would invalidate further fiber usage. It is likely that the fracture occurred upon removing the fiber from the packaging, upon inserting it into the scope, or during use while inadvertently applying excessive force on the fiber. According to the device instruction for use (IFU), it is cautioned to not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Additionally, do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on analysis results, the interaction between the user and device likely caused or contributed to the identified proximal fracture. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the vaporization was not effective after a certain time as if the fiber was fractured. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the vaporization was not effective after a certain time as if the fiber was fractured. The procedure was completed using another fiber without patient complications.